Event description:
Tc 08/04 abbott diabetes care received a medwatch report which reported the following information: one sensor did not stay in his arm. I've had one sensor that didn't stay in. Reference report: mw5118785, mw5118786. Based on the information provided, there was no report of serious injury associated with this event. Adc customer service contacted the customer to gain additional details regarding this event; however, the customer declined to provide any additional information.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. At this time product has not yet been returned and a valid serial number has not been provided. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.